Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. Per technical summary 33069, in the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The mechanism behind late pvl is not well understood but may be related to cardiac remodeling. Per technical summary 33069, the anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors. Pseudoaneurysm: per (B)(4), a pseudoaneurysm is an extravascular blood containment by a wall developed with the products of the clotting cascade. The wall forms from fibrin/platelet crosslinks that is ultimately weaker than those of a true aneurysm. Risk factors for pseudoaneurysms include high blood pressure, high blood cholesterol, atherosclerosis, smoking, and a weak vascular wall caused by inherited connective tissue disorders such as marfan syndrome and ehlers-danlos syndrome. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors. H11: corrective data: based on the additional information obtained, the component code has been updated from cusp/leaflet to part/component/sub- assembly - term not applicable and added pseudoaneurysm to the clinical code section. This correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry and investigation that a 23mm 11500a aortic valve in aortic position was explanted and replaced with a 25mm 11500a aortic valve after an implant duration of one (1) year, 4 months and 14 days due to paravalvular leak in the setting of a pseudoaneurysm following amplatzer procedure. The patient was noted to have severe hemolysis following amplatzer procedure. Reportedly, patient was in recovery post-operative. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.